Event description:
It was reported that during a laparoscopic appendectomy procedure, when the surgical team went to open the tsb35, they found a ligamax 5 device within the tsb35 box. The device was not used. Another tsb35 device was opened and used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). One tsb35 carton was returned with el5ml packaged device. Complaint stated that el5ml instrument was contained in tsb35 carton. The tsb35 carton was labeled with lot j4ah8f, which was produced april 14. 2012. The el5ml device was packaged as lot j4am8j on may 8, 2012. The two lots were packaged almost a month apart and on different packaging equipment which is not in close proximity to each other. Inventory system was checked for both lots and no discrepancies were found. It is unlikely that the mix of product occurred at the ees packaging facility.